Event description:
It was reported by the customer that a bd pyxis¿ medbank tower encountered an issue when trying to request a medication; the pharmacy was not seeing the request. This hindered users from accessing the medication, and there was no delay or harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when the user tried to request medication, the pharmacy was unable to see it. A technical support specialist found that the reverify app on the station needs to be changed to reflect the new request to the pharmacy. The system functioned as intended after the technical support specialist troubleshot the device.